Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and a new issue was observed. Missing segments on the meter's display was observed. All results were within the range specification and no errors were observed during control solution testing. In addition, the reported reading was found in the meter's memory.

Event description:
The customer's wife reported that the customer received an inaccurate low reading of 67mg/dl from their adc meter on (B)(6) 2013 at 12:21pm. According to the caller, the customer was shaking and also lost consciousness. The paramedics were called and they received a reading of 240 mg/dl on their meter (unknown meter type and time the reading was received). The caller reported the customer was treated with "glucose IV" and had severe low blood sugar. The caller further reported the meter was not calibrated to the test strip code 16 noted on the vial. The caller also stated they received a control solution reading of 97 mg/dl at 3:17pm on the same day which is within range. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The product has been requested back for an investigation. During the call, the customer service agent walked the caller through the steps on how to calibrate the meter. A follow-up report will be submitted once additional information is obtained. It should be noted: a diagnosis of hypoglycemia in light of a reading of 240 mg/dl from the paramedic's meter would be inconsistent, as would treatment of IV glucose. The information in section e is the customer's information. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1361434) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.